Manufacturer narrative:
(B)(4). The recipient reportedly elected revision surgery for a technology upgrade. The external visual inspection revealed that the electrode was severed prior to receipt, as well as damage in the epoxy header region. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed severed electrode wires at the fantail and epoxy header region. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the tests performed. This is the final report.

Event description:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.